Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not power on/functioning, difficulty breathing, lung issues and dizziness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an unknown dust like contamination on the top enclosure, pca (printed circuit assembly) board, air inlet of the blower box, blower motor, blower motor seal. The o-ring on the rear panel appears to have been pinched. Rust like corrosion was observed on the rear panel, the bottom enclosure, and the p4 dc power jack connector likely due to liquid ingress. (B)(4) addresses the issue of liquid ingress to the p4 dc jack. Pil observed liquid ingress with an unknown white dust like contamination consistent with mineral deposits on the blower motor, blower motor seal, and the blower box. A keratin-like substance was observed on the blower box outlet the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eight error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: problem code grid, method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device not turning on or off. The patient alleges difficulty breathing and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.